Manufacturer narrative:
A ge service representative performed an on site investigation. The failure, associated with the lock up could not be duplicated, however, the column issue was confirmed. Replaced the column 24v power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system locked up and continued to fluoro. The system was rebooted and worked fine. It was also noted that the column will not lower. There was no report of patient injury.